Event description:
Additional information was received the patient had their lead explanted to for infection. The patient's explanted lead and generator were returned for analysis. Analysis is pending completion on the patient's generator. The electrode section was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. There was a cut out area on the outer silicone tubing, which most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the majority of the outer silicone tubing. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device. Note that the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The product is decontaminated prior to analysis and other than device function does not provide any further information in regards to the patient's infection event.

Event description:
The product analysis was completed on the patient's explanted generator. Verification of infection is beyond the scope of activities performed in the pa laboratory environment. However, potential contributing factors to this condition have been considered/evaluated and none were found to exist in this situation. The device history review shows that the pulse generator passed all specifications before it was released. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
A vns surgeons office reported that they had a patient's whose lead and generator was explanted for infection. The patient's lead was extruding through the skin. No patient fall, injury or manipulation reported prior to the event. There are no plans for reimplant at this time. No culture results are available. Sterilization was confirmed prior to distribution of their implanted product.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.